Manufacturer narrative:
Date sent to the FDA: 9/17/2024. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-12092024-0001708028 submitted for adverse event which occurred on (B)(6) 2016 mwr-12092024-0001708029 submitted for adverse event which occurred on (B)(6) 2017. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent repair of epigastric and infraumbilical hernia on (B)(6) 2016 and two mesh were implanted. It was reported that the patient underwent recurrent inguinal hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient experienced pain, right groin pain and bulge. It was previously reported that the patient had recurrent hernia repair on (B)(6) 2012 and mesh was implanted on (B)(6) 2013. Other procedures were captured in a separate file. No additional information was provided.